Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported phenomenon was failure of the patient board set due to deterioration associated with the age of the device. In addition, it is likely that the locking latch mechanism failed, resulting in the reported problem.

Event description:
The intended procedure was completed with no delay using another device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was generated when tested with olympus series 180 scopes due to a faulty patient board set. In addition, a worn video connector latch was found, causing a flickering image.

Event description:
A user facility reported to olympus that the connector was not working. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.